Event description:
It was reported that the patient has been "feeling run down" and that patient's "asthma worsens when [the patient's] pacemaker isn't working right." The device was explanted and replaced after reaching elective replacement indicators. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion.